Event description:
The customer returned the uretero-reno videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that there is no movement in the control knobs, and the angulation lever was stuck at neutral position was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation it is likely the following led to the malfunctions: cause traced to failure of the control knobs and angulation lever. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.